Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ht70 plus ventilator's screen was frozen. The customer did not provide patient involvement information. The ventilator was returned for evaluation and the customer reported issue was not able to be duplicated.